Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience pain at the incision site and nausea. The physician determined that the incision site at the pump pocket was not healing well. The incision site was reinforced with sterile strips and will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is doing well.